Event description:
It was reported that a peritoneal dialysis pt was diagnosed with pancreatitis and hospitalized. The pt was discharged on (B)(6) 2014 and has been able to resume cycler-based therapy. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plaint's investigation.